Manufacturer narrative:
(B(4). Date sent: 6/23/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: at the time of shooting, only half of the staples came out, the load was not fully discharged event additional information -was a right colon operation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Was the device fully fired distally or proximally? Was there an issue the user experienced that did not allow the user to fully fire? What device was used to create the common channel? What was used to close the common opening? Was this the first firing of the device? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Please clarify why the procedure was changed. What was the procedure changed to? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right colon surgery using an ntcl75, the sr75 cartridge did not release all the staples. It was only partially fired. This caused a two-hour delay and the procedure had to be changed. The user had used the device before and had not experienced this problem. No patient conferences were reported.